Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved. No status indicator.

Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2014 and that it had performed, alongside random manual power ons, up to the (B)(6) 2016. The device failed a self-test due to a low battery on the (B)(6) 2016. No further log entries were recorded. The returned pad-pak was inserted into the device and the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device and the device was power cycled. During the power up the red status led and failure chirp occurred in time with the pad-placement leds, this indicates a fault. The device failed to power off using the on/off button. Test therapy was carried out and a test shock was delivered. An acceptable measurement was recorded for the test shock. The device was observed continually switching on upon insertion of the pad-pak, the instructional leds were illuminated. This indicates a fault. The device was disassembled for investigation. Upon internal inspection corrosion was observed on the membrane tail. This resulted in a short circuit which caused overvoltage and damage to the microprocessor. The technical log showed the device had entered CPR mode and would account for most of the instructional leds being incorrectly illuminated. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions resulting in corrosion.